Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic rectosigmoidectomy, when passing the clipper, the internal valve of the trocar broke, causing a rapid loss of pneumoperitoneum. A new device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. Visual inspection noted in the returned video a surgeon using an unknown device, with a hissing sound heard during manipulation, but the seal was not visible. The returned product inspection noted the obturator was inserted into the cannula, which can stretch the duckbill seal. The seal housing and cannula were intact, but the circular and duckbill seals were visibly stretched. Functionally, the device failed an air leak test. The product was shipped with the obturator in the cannula, possibly contributing to the stretched seals. The seal housing was broken open to remove the circular seal to check for subassembly overall height. The measurements with calipers were within specifications. It was reported that seal damaged. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that there was rapid loss of pneumoperitoneum. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.